Event description:
Staff using arjo maxi move lift to transfer quadraplegic patient from wheelchair to bed. When bed was elevated in sling lift, staff rotated sling to place patient in bed. Sling -t-bar-disengaged from lift base unit, causing patient to fall to floor approximately three feet. Pt sustained abrasion to knee, no other injuries. Swivel -t-bar- mechanism not built/intended to disengage from lift base.